Event description:
I used [head wraps] for a backache as directed by the product literature. It was my first time using this product with an expiration of 12/2010. I carefully read all listed instructions and warnings. In short, within a few hours of wearing the wrap, I removed it and discovered that my skin was burned off and extremely sensitive to touch. I immediately sought medical attention. It should be noted that I felt no pain or discomfort prior to the removal of this heat wrap. I am holding any litigation pending your review and response. I am curious to know of how many other complaints of this nature you have on file? Thank you, in advance, for your review. Dose or amount: 2 packs [1 each in 2 pockets], route: transdermal. Dates of use: 2008. Diagnosis or reason for use: muscle ache. Event abated after use stopped or dose reduced?: no.